Event description:
The customer contact reported that the device shuts off on its own while operating on battery power. The device was returned to the maintenance department for a report of needing repair. No tracking information was provided; therefore, specific pt information, pump programming, or event details were not available. There were no reports of any adverse pt events or delays in critical therapies while the device was in clinical use. During testing at the user facility, it was noted that the device shut off on its own while operating on battery power. No additional information was provided.

Manufacturer narrative:
At this time the customer will not be returning the device for evaluation. The customer contact stated the device will be repaired at the user facility. If the device is received, a follow-up report will be submitted. The device was not returned to hospira for testing and investigation; therefore, attribution of the issue to the device could not be determined. This report represents all the information known by the reporter upon query by hospira personnel.